Event description:
It was reported that during device interrogation prior to routine device change out procedure, intermittent ventricular loss of capture was observed. Interrogation revealed pacing with complete loss of capture in ventricle. Patient had underlying intrinsic rhythm of 25-30 bpm and was asymptomatic. Device was reprogrammed until replacement. Device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The field complaint of loss of capture was not confirmed. Device was received in backup mode with battery voltage at normal eri levels. Additional finding of backup vvi operation was discovered in the as received condition. Backup vvi is consistent with exposure to cold temperature post explant. Device was tested on bench and no anomalies were noted.